Event description:
During the treatment of a large (+4 cm) renal mass, it was noted that the gas left in the cylinder was not sufficient to complete the second freeze. The gas bottle was closed off, the gas discharged and the new bottle connected. The new gas bottle was connected and the treatment resumed. Dr (B)(6) indicated that there seemed to be gas escaping from the front (manifold) of the system and that not all needles seemed to be icing correctly. It was decided by dr breen to switch to the seednet system and the treatment was completed without further incident.

Manufacturer narrative:
The system software log files were reviewed and the root cause of the reported issue appears to be related to a regulator that was not operating properly. A failure of the regulator renders the system inoperable but will not cause direct pt injury. Although in this event the treatment was completed successfully with another system, if this type of event were to recur, the pt could experience an under treatment and would require a second treatment to ensure adequate tumor coverage. A field corrective action (3004462490-08/10/12-001-c) for this issue has been implemented to replace the regulators for the systems.